Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and noise signal issue occurred. At the beginning of the case, the distal and proximal signals were noisy on both equipments, carto 3 and ep recording system. Catheter cable was exchanged with no resolution. Issue was resolved by exchanging the catheter. The procedure was completed with no patient consequences. Further investigation was performed and made aware that noise was observed on all bs and ic channels. The noise was intermittent at the beginning and progressed to continuous on all signals. There was no clear signal to monitor the heart rhythm. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and noise signal issue occurred. At the beginning of the case, the distal and proximal signals were noisy on both equipments, carto 3 and ep recording system. Catheter cable was exchanged with no resolution. Issue was resolved by exchanging the catheter. The procedure was completed with no patient consequences. Further investigation was performed and made aware that noise was observed on all bs and ic channels. The noise was intermittent at the beginning and progressed to continuous on all signals. There was no clear signal to monitor the heart rhythm. The physician was not able to have a clear signal to monitor patient¿s heart rhythm since the noise signal affected all signals on both equipments, it was determined for this event to be reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).